Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched display window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on the customer's insulin pump were sticking and not responding. The customers' blood glucose was 6.2 mmol/l. No significant events prior to the keypad anomaly were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.